Manufacturer narrative:
Conclusion / root cause: the data acquisition printed circuit board assembly (pcba) to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).